Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device with serial number (B)(6) was determined to be nonfunctional due to a damaged screen, and the patient was advised that the device would no longer be water resistant and to have backup therapy in place. Symptoms included no injury or adverse clinical effects. Outcomes included the patient continuing therapy support via backup measures and arranging device replacement and return. Investigation included a review of user reports and logistical verification of replacement and return. Investigation of this case revealed damage consistent with a broken or delaminated display, which impaired normal device function. It was concluded that the device malfunctioned due to a hardware failure of the screen, and replacement was arranged with instructions to sync data and return the device.